Event description:
It was reported that metal came out of the tip of the blade while in use. There was no known impact or consequence to patient reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.